Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon the pre-operation interrogation the device was at eri and the programmer indicated that a ventricular lead warning had been detected. The device was not used and there was no patient involvement.